Manufacturer narrative:
H3, h6: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initial information received from health care professional stated that during post contact lens follow-up visit, fluorescein staining test was done and corneal surface lesions was found in the right eye. The current status of the consumer¿s eye was unknown at the time of this report. Additional information has been requested but not yet received. On 25-sep-2023: a health care professional reported multiple events seen in consumers wearing total 30 contact lenses. This report is specific to one consumer who was reported to have corneal surface lesions. Follow-up information was received from the initial reporter on (B)(6) 2023; however, the information was either generalized or could not be directly associated to the consumer affected (no identifiers were provided). The generalized information received indicated that the initial reporter was seeing punctate corneal surface changes and discomfort with the use of the complaint product. Requests for clarification on the information pertaining specific complaint have been made. Keratitis is defined as inflammation of the cornea. There are two classifications of keratitis are infectious and non-infectious. Non-infectious keratitis includes treatment that follows generally accepted medical standards does not reasonably suggest a serious threat to health, visual acuity or that event is like to result in serious injury or permanent impairment of body function or structure. Treatment that follows generally accepted medical standards does not reasonably suggest a serious threat to health, visual acuity or that event is like to result in serious injury or permanent impairment of body function or structure. This report of punctate corneal surface changes along with discomfort does not change the reportability of the corneal lesions. No more specific information received to the initial report of corneal lesion. Thus, the complaint still remains as serious and reportable.